Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 28 days postoperative from a left achilles tendon anastomosis, a small amount of effusion was found in the wound, and the inflammatory reaction required treatment with debridement and dressing change. The visible suture in the would was removed.